Manufacturer narrative:
(B)(4). The drug being infused was pantoprazole. The device was returned for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection, power on self- testing, battery testing, and flow rate testing were performed. These tests did not reveal any issues related to the reported condition. The reported condition was not verified. However, the device was found to be out of specification due to issues unrelated with the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump overinfused. The pump was programmed to infuse 10 ml/hour; however, after two hours, it was found that the pump delivered 80 ml from the bag. This occurred during infusion of an unknown drug. The pump was then removed and replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.